Event description:
It was reported the patient provided a urine sample to their primary care provider because the patient felt they had another urinary tract infection. The therapy support specialist will check on the patient's settings and suggested it might be beneficial to reset the stimulation. As of now, the uti is self-diagnosed. The patient was not seen by their provider to confirm the uti. The patient's urine came back without an infection, but the patient is not doing as well as they had been in the past. The patient has strong urgency and going often. The patient is having quite a bit of lower back pain and seems more anxious than usual. The therapy support specialist reviewed with the clinical specialist that it might not have anything to do with the stimulator, but it is worth making a small adjustment just to see if things change. The stimulation was decreased. The therapy support specialist asked the clinical specialist to separate out the patient's regular symptoms from their lower back pain and anxiousness, and that they can use the next week on the level 2 stimulation as a gauge. The clinical specialist will keep an eye on how things go over the next week and will keep the therapy support specialist posted. The clinical specialist called to report that the patient's nerves seemed to calm down the following day after they adjusted last week but that they seem to be building back up. The patient's stimulation was adjusted again. The clinical specialist will see how things go over the next week and follow up with the therapy support specialist. The therapy support specialist followed up and reported they currently have no further details. No medications have been prescribed.

Manufacturer narrative:
UDI for concomitant product, tined lead: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegations relate to "infection, urinary tract" and "urinary urgency" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient provided a urine sample to their primary care provider because the patient felt they had another urinary tract infection. The therapy support specialist will check on the patient's settings and suggested it might be beneficial to reset the stimulation. As of now, the uti is self-diagnosed. The patient was not seen by their provider to confirm the uti. The patient's urine came back without an infection, but the patient is not doing as well as they had been in the past. The patient has strong urgency and going often. The patient is having quite a bit of lower back pain and seems more anxious than usual. The therapy support specialist reviewed with the clinical specialist that it might not have anything to do with the stimulator, but it is worth making a small adjustment just to see if things change. The stimulation was decreased. The therapy support specialist asked the clinical specialist to separate out the patient's regular symptoms from their lower back pain and anxiousness, and that they can use the next week on the level 2 stimulation as a gauge. The clinical specialist will keep an eye on how things go over the next week and will keep the therapy support specialist posted. The clinical specialist called to report that the patient's nerves seemed to calm down the following day after they adjusted last week but that they seem to be building back up. The patient's stimulation was adjusted again. The clinical specialist will see how things go over the next week and follow up with the therapy support specialist. The therapy support specialist followed up and reported they currently have no further details. No medications have been prescribed.